Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient underwent lumbar fusion surgery at l4/l5, for the treatment of stenosis. During surgery, the cone tip of the break off set screw sheared off as the final tightening was done. The set screw was replaced and it occurred again. New set screw was tried with cross link counter torque and it worked fine. Product came in contact with the patient. The crosslink itself was in the patient as just the set screws were replaced. There were no fragments of break off set remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified witness mark on the external hex, consistent with final tightening. Optical, and microscopic examination of the internal hex of the set screw did not identify witness marks consistent with secondary torque. Unable to determine root cause of tip shear of the boss¿s from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.